Event description:
The patient contacted lifescan and reported that her one touch ultra meter kept displaying error messages. Medical affairs specialist called and left a message for the patient. A letter will be sent since there was no response from her. The patient reported that she kept getting the error 2, error 3, and error 5 messages on her meter and that the test strips were peeling back when inserted into the meter. She had visited her doctor due to this issue and since she was not able to test on her meter. The nurse at the doctor's office inserted one of their test strips in the meter and it worked fine. The result on her meter was 196 mg/dl, which does not reflect any serious injury. It is unknown if she was tested on the doctor's meter. She did report that she was given insulin at the doctor's office. During troubleshooting, it was verified that the patient's testing technique was correct. She did not have any symptoms at the time of concern. Based on the information provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is insufficient information to suggest that the patient experienced injury due to the product. This case is reported as a product malfunction. The patient was sent replacement test strips.